Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Per customer, the requested patient demographics is not available.

Event description:
It was reported that during a 24-hour epoch chemotherapy infusion, a leak was observed at the filter. Although requested, additional information was not provided.